Event description:
It was reported that after eating a high-carbohydrate cake, the user¿s glucose rose into the 300s and remained elevated; during a subsequent supply change on the ilet pump, the cartridge menu displayed 160 units, which was explained as normal due to the pump rewind and measurement by distance, and a full supply change was completed with no visible leaks or bent cannula. Symptoms included hyperglycemia with fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available and there was insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.